Event description:
Info provided originally to idtf by mother (caregiver) of a pt self tester with therapeutic range 2.5 - 3.0 inr. Caregiver reports a protime inr of 0.9 vs a 1.8 inr from an unspecified lab instrument. Coumadin dosage was adjusted base on lab result. No adverse event, serious injury reported.

Manufacturer narrative:
Itc complaint. Care-giver subsequently reports lovenox treatment terminated and protime & lab results now correlating well. Manufacturer's: manufacturer eval/ investigation in process. Manufacturer's results: manufacturer eval / investigation in process. Manufacturer's conclusions: manufacturer eval / investigation in process.